Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal secondary set (c62) experienced leakage during use. The following information was provided by the initial reporter: an operator noted leakage at the injector connecting side of a bd phaseal secondary set (c62) as she was priming the tube. The leaking secondary set was removed and being replaced with a new set immediately. Additional info received from customer. Per checking with customer, leak was detected from the connector at the y site. The issue is resolved, once the set was replaced, hence a new set was used instead of new injector. There was no damage that could be detected visibly. Hence customer could not confirm whether there was damage on the tubing of the set or the connector that could have contributed to the leak. Customer did not snap a picture and the c62 was disposed by customer.

Event description:
It was reported that the bd phaseal secondary set (c62) experienced leakage during use. The following information was provided by the initial reporter: an operator noted leakage at the injector connecting side of a bd phaseal secondary set (c62) as she was priming the tube. The leaking secondary set was removed and being replaced with a new set immediately. Additional info received from customer. Per checking with customer, leak was detected from the connector at the y site. The issue is resolved, once the set was replaced, hence a new set was used instead of new injector. There was no damage that could be detected visibly. Hence customer could not confirm whether there was damage on the tubing of the set or the connector that could have contributed to the leak. Customer did not snap a picture and the c62 was disposed by customer.

Manufacturer narrative:
H.6. Investigation: no photos or physicals samples that display the reported issue were provided for investigation. The final product for lot ta11878 is assembled and packaged at a supplier site whom we have notified of the reported issue. Three retained samples of the same lot were used for additional evaluation, the product was inspected and cracks were observed on the y-site. All testing was reviewed for the reported lot, including leakage, torque, and inspection results with no issues identified related to the reported malfunction. Based on our investigation and retained sample evaluation, excessive force by the operator when connecting the connector piece to the y-site is believed to be the root cause for this incident. A project, CAPA#1382647, has been initiated and personnel are looking further into this issue to reduce any reoccurrence.